Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 4468647 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the device had a tubing occlusion issue. There was unknown patient involvement and unknown patient harm/adverse event reported.